Event description:
It has been reported to philips that the wireless footswitch was not working. No harm has been reported.

Manufacturer narrative:
The wi-fi led was red indicating a connection issue. The wireless connection was re-established by performing a system restart. Additionally, the customer has a wired footswitch as a backup.philips has confirmed that the reported failure is due to a connectivity issue. Due to a firmware bug the wireless foot switch can suddenly stop responding when a number of ambient conditions coexist, such as emc disturbance and the presence of other wireless devices in the room.philips has initiated a medical device correction/field safety corrective action (2021-igt-bst-020).

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277- 2021/10/29-004-c). The reported event occurred prior to completion of the correction & removal 3003768277- 2021/10/29-004-c, which addresses the causes associated with the reported malfunction.